Event description:
Patient with medical history as a newborn of pulmonary atresia, patent ductus arteriousus, ventricular septal defect, right ventricular hypertrophy, left pulmonary artery hypoplasia and aorto-pulmonary collateral vessels underwent a right ventricular outflow tract procedure using a 10mm aortic homograft, patent ductus arteriosis repair, and aorto-pulmonary collateral recruitment on 9/18/97. On 7/14/98, patient had re-do right ventricular outflow tract due to insufficiency of valve, stenosis of native artery and had branch pulmonary artery angioplasty. The valve was replaced with a 16mm pulmonary homograft.